Event description:
It was reported that no capture was noted due to dislodgment. X-ray revealed that both right atrial (ra) and right ventricular (rv) leads pulled back and were not in position. Both leads were explanted and replaced. The patient is in stable condition.